Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit received with a blank display anomaly due to cracked lcd glass. Unable to perform functional test including selftest, sleep current measurement, active current measurement, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the liquid crystal display screen of the insulin pump was mashed. Customer stated that they cannot read the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.